Event description:
The subject in a clinicial trial went to access center on (B)(6) 2026 and had declot which included a thrombectomy, angioplasty, and stent placement to stenosis. Procedure was successful.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.